Event description:
It was reported that before use of this fogarty catheter, the balloon was broken. The balloon did not inflate when tested. There was no patient injury.

Manufacturer narrative:
One 12tlw805f35 catheter was received for evaluation. The reported issue of a broken balloon was confirmed. The balloon latex appeared deteriorated and discolored near the distal balloon windings. A tear was also evident along the distal windings. Both of the balloon windings were intact. The edges did not appear to match at the tear. There was no other visible damage was observed from catheter body. Through lumen was patent without any leakage or occlusion. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Therefore, a root cause could not be established. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation process performed as per procedure. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone and appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. A device history record review was completed and documented that device met all specifications upon distribution. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Additional product code: kra catheter, continuous flush.